Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. Cracks were observed in the top and bottom housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Event description:
The patient reported that on (B)(6) 2025, their blood glucose level increased to 300 mg/dl after wearing the pod for approximately 36 to 48 hours. The patient consulted insulet¿s customer support and was advised to change their pod and administer a bolus of 2.1 units. The patient noted that upon pod removal, the cannula appeared slightly bent and insulin leakage was observed. The patient later consulted a telehealth provider through their insurance and was advised to present to the office for evaluation and laboratory testing. During the medical evaluation, diabetic ketoacidosis was ruled out. As the patient already had insulin on board, no additional insulin was administered. The patient stated that they received an unspecified route of administration of fluids and was advised to continue increasing fluid intake at home. The patient was discharged but no specific date was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported healthcare provider's office visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone control ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.